Event description:
It was reported that the pump was moving around, so the patient had a pump revision on (B)(6) 2012 to attempt to stop the movement. It was thought that initially the physician did not 'tack it down', and it started moving. After 6 months, the physician assessed the pump and flipped it manually. It was reported that the revision "didn't hold", and the pump was moving around again. It was noted that the physician did not want to revise the pump due to risk of infection. The device system was previously used to deliver hydromorphone (dilaudid). It was reported that following the pump revision on (B)(6) 2012 the physician tried intrathecal morphine but within one week the patient had adverse effects and gained 15 pounds of weight. The drug was changed to fentanyl on (B)(6) 2012.

Event description:
It was later reported that the patient indicated that the pump was still not "adhered"; however, the physician indicated that it was not a problem if he could still access the port to fill it.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: regarding previously reported pump movement, it was noted the pump began moving around 1 week after the initial implant. It was also noted that during the previously reported revision, "one loop was sutured and broke one week later." It was added that the pump was difficult to refill because it moved around in the pocket.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2011-(B)(6), product type catheter; product ID 8590-1, lot# n295533, implanted: 2011-(B)(6), product type accessory. (B)(4).